Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was not implanted. If explanted; give date: n/a (not applicable). The intraocular lens was not implanted. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the lens would not fully come out of the cartridge and was partially delivered into the left eye due to possible loading error. Another lens was used. There was no need for incision enlargement, vitrectomy, or sutures. There was no patient injury. No additional information was provided to johnson and johnson surgical vision, inc.

Manufacturer narrative:
It was discovered that the event of partially delivers was reported against the lens. For a complaint of partially delivers and stuck in cartridge, the report should be against the cartridge with the lens as a concomitant product. A correction MDR is required. The following fields have been updated: brand name: platinum 1 series. Product code#: kyb. Common device name: surgical adjuncts. Model#: 1mtec30. Catalog#: 1mtec30. Lot#: cd00737. Expiration date: 1/18/2019 UDI #: (B)(4). Concomitant medical products: zcb00, serial #: (B)(4). Manufacturing site address: road 402 north, km 4.2, anasco industrial park, pob 14, anasco, pr, us. 00610. PMA/510(k) #: k081545. Device manufacture date: 1/18/2018. Device evaluation: since product is not available, the reported complaint issue could not be verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.